Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software; sensor found to be in state 5 (normal termination). Removed sensor plug and inserted sensor into simvivo fixture. Linearity testing was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than readings from a competitor¿s meter and provided the following examples: sensor: 16.8 mmol/l (303 mg/dl) vs meter: 2.1 mmol/l (38 mg/dl); sensor: 24.9 mmol/l (448 mg/dl) vs meter: 1.7 mmol/l (31 mg/dl) and sensor: 26.8 mmol/l (483 mg/dl) vs meter: 7.3 mmol/l (131 mg/dl). Customer further reported that on an unspecified date/time she self-administered an unspecified amount of insulin in response to the freestyle libre results and then subsequently she ¿couldn¿t move or do anything¿. Customer¿s family member gave her unspecified oral carbohydrates. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than readings from a competitor¿s meter and provided the following examples: sensor: 16.8 mmol/l (303 mg/dl) vs meter: 2.1 mmol/l (38 mg/dl); sensor: 24.9 mmol/l (448 mg/dl) vs meter: 1.7 mmol/l (31 mg/dl) and sensor: 26.8 mmol/l (483 mg/dl) vs meter: 7.3 mmol/l (131 mg/dl). Customer further reported that on an unspecified date/time she self-administered an unspecified amount of insulin in response to the freestyle libre results and then subsequently she ¿couldn¿t move or do anything¿. Customer¿s family member gave her unspecified oral carbohydrates. No additional treatment was required. There was no report of death or permanent injury associated with this event.